Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, wear abrasion. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening on anterior. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Event description:
The device has been explanted and replaced.